Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade unknown, and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and possible rupture. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, physician reported "serous fluid" and was captured as seroma-late.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and possible rupture. Additionally, physician reported "serous fluid". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the specification, crease fold, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional information was received and the capsular contracture initially reported as baker grade unknown is now a baker grade IV. Additional information was received and explant status was updated to date known. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture, baker grade IV, and possible rupture. Additionally, physician video reported "serous fluid". The device was explanted.